Manufacturer narrative:
(B)(4). Batch #t5dm73. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Additional information was requested and the following was received: the jaws did not open during use. => the knife device stopped moving on the way of the firing on the stacked pericardium for the reconstruction of resection of the superior vena cava. The device was used to cut the precaval vein and reconstruct. At first, the surgeon collected the pericardium and two pericardium layers were stapled by the device. He wanted to make a roll of the layers. However, the firing stopped halfway. The handle was locked and the jaw did not open. He used the manual override mechanism and removed the device.

Event description:
It was reported that during a semi-open pneumonectomy, the jaws did not open during use. The knife stopped moving while firing on the stacked pericardium for the reconstruction of resection of the superior vena cava. At first, the surgeon collected the pericardium and two pericardium layers were stapled by the device. He wanted to make a roll of the layers. However, the firing stopped halfway. The handle was locked and the jaw did not open. He used the manual override mechanism and removed the device. It was unknown if the knife reverse switch was used or not. It was also unknown whether the event occurred before or after the firing. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.